Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the found drawer not detected. A field service engineer found modular controller disconnected and reseated the cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had auxillary drawers 1.1 and 1.2 not detected on bus. The customer stated that there was a delay to patient care workflow and no patient harm reported. There were no adverse events or injuries reported based on this event.